Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wi-fi indicator led of the wireless footswitch was flashing red, indicating a loss of connection to the wireless base station. The customer was able to re-establish the wireless connection. Additionally, a wired footswitch is connected. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was defective. The system was not in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.